Event description:
It was reported that the customer was hospitalized for high blood glucose levels and an infection. The blood glucose reading was over 800 mg/dl, close to 900 mg/dl. The customer stated that he was not on insulin pump therapy at the time of hospitalization. He stated that he had an infection on his tailbone that led to high blood glucose levels. He advised that the infection caused the blood glucose levels to go crazy. He stated that the infection got into the blood stream. He was hospitalized for 6 days to get his blood glucose levels down and was treated with antibiotics. He stated that he was treating with manual injections. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.